Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified and mildly tortuous de novo lesion in the left anterior descending coronary artery. A 3.0x28mm xience prime stent was deployed at 10 atmospheres; however, a distal edge dissection was observed. Another 3.0x12mm xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. The patient is alright. No additional information was provided.